Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital emergency room after falling twice and possible syncopal episodes over the last 24 hours. The patient's hematocrit was 19% and he was admitted for a gi consult and serial hematocrit levels. The patient's anticoagulation was held and he was transfused with 3 units of packed red blood cells. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 3 months. A correlation of the device with the reported gi bleeding and low hematocrit cannot be determined. The patient remains ongoing with lvad support. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.